Manufacturer narrative:
The reported event of "lead end" coming off was confirmed. As received, visual inspection showed the returned lead terminal end had a missing end electrode. The cause of the event is consistent with damage during use.

Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2023-00399. It was reported that the patient¿s ipg was at end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. During the procedure, the lead broke when the lead was removed from the ipg. As such, the lead was replaced addressing the issue. Reportedly, therapy was confirmed post op.